Event description:
A customer contacted beckman coulter inc. (Bci) in regards to false positive rheumatoid factor (rf) results of > 20 iu/ml generated by synchron lx 20 pro clinical system. The results were reported out of the laboratory. There was no effect to patient treatment.

Manufacturer narrative:
The customer is using rf reagent lot m004772. Service was not needed as the issue is reagent related. Investigation into the root cause of this issue is ongoing.